Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. During the evaluation it was determined that the device prompted the "check pads" message due to the multi-function cable that was connected at the device end was not connected to the test port or anything at the patient end. The evaluation concludes that this is normal operation and there is no malfunction with the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.